Manufacturer narrative:
Block h6: imdrf device code a090402 captures the reportable event of unable to deliver energy.

Event description:
It was reported to boston scientific that a captivator snare was used in the ascending colon during a colonoscopy procedure for screening performed on (B)(6) 2025. During the procedure, the cautery was attached, but the snare did not work. The cautery was check as well as the connection, but the snare cautery would not work. The procedure was completed with another of the same device. There were no patient complications as a result of this event.